Manufacturer narrative:
(B)(4). Batch # n56z6d. The analysis results found that the ats45 device was received with a reload not loaded on the device. The cartridge body was received in a plastic bag with damaged on the cartridge deck. After further analysis, it was noted that a reload pan was in the device cartridge channel. The pan was removed and the device was tested for functionality with a test reload; the device fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, could not be closed after reloading. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.